Manufacturer narrative:
Conclusion: the representative sample was received for evaluation. Visual examination revealed no manufacturing defects and sample met all requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced an inflammatory reaction on the suture line 3 to 6 weeks post op. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.